Manufacturer narrative:
This product is not marketed in the us. (B)(4). Per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -11.0/6.0/114 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial and had clear surgical residue on the product. Visual inspection found the haptic bent and presence of residue on the lens surface. (B)(4)